Event description:
Alleged event: the following happened with various pts and over different dates; it concerns all sizes of catheters. When the catheter has been in place for more than 48 hours, the balloon becomes soft thus difficult to deflate. The condition of the pt is reported as unk.

Manufacturer narrative:
The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related results.